Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure for an 8cm malignant stricture, performed on (B)(6), 2010. According to the complainant, there was difficulty experiencing in deploying the stent to the stricture. The anatomy was reported as tortuous, in the third portion of the duodenum. The device was not used through the working channel of the scope, as it required a bigger working channel. It was reported that the device was introduced in a direct way with the support of the fluoroscopy and a contrast media, and post-visual help of the endoscope. The stent was 95% deployed, but the remaining 5% could not be deployed as the system could not be moved any further. The physician applied a major force in order to release the stent, and applied lubricant to the final part of the sleeve, but it still could not be completely deployed. The physician then cut the steel tube and was able to manually deploy the stent. According to the complainant, there was adequate placement of the stent through the stricture. It was reported that the distal ends were expanded and there was partial dilation at the level of the stenosis. The physician assessed this event as unlikely to be related to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Since the stent was implanted, it was not returned for evaluation. The returned delivery system presented with a kink in the inner lumen 53 mm proximal to the distal tip, and the stainless steel shaft had been cut in two (distally from the distal handle). The blue outer sheath was kinked and accordioned at several locations, and the inner shaft was bent in several spots along a 340 mm distance from where the stainless steel shaft had been cut. Additionally, the proximal handle had separated from the stainless steel shaft. Since the stent was not returned for evaluation, the complaint of failed to expand could not be confirmed; however, the returned delivery device's condition was consistent with the issue of difficulty deploying. The directions for use advise that the device should be used in conjunction with a scope, and that the stent should not be deployed if excessive force is required. Therefore, based on information obtained from the complainant, user/use error is a contributing factor in the reported incident. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure for an 8cm malignant stricture, performed on (B)(6) 2010. According to the complainant, there was difficulty experiencing in deploying the stent to the stricture. The anatomy was reported as tortuous, in the third portion of the duodenum. The device was not used through the working channel of the scope, as it required a bigger working channel. It was reported that the device was introduced in a direct way with the support of the fluoroscopy and a contrast media, and post-visual help of the endoscope. The stent was 95% deployed, but the remaining 5% could not be deployed as the system could not be moved any further. The physician applied a major force in order to release the stent, and applied lubricant to the final part of the sleeve, but it still could not be completely deployed. The physician then cut the steel tube and was able to manually deploy the stent. According to the complainant, there was adequate placement of the stent through the stricture. It was reported that the distal ends were expanded and there was partial dilation at the level of the stenosis. The physician assessed this event as unlikely to be related to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4) (stent, failed to expand).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.